Event description:
The consumer reported their thermometer was giving false negative readings on their daughter. The device allegedly was reading 5-6 degrees lower than the child's actual temperature. The child was seen by a doctor, where it was confirmed that they had a fever. There were no complications from this incident, and the child is doing fine now. Kaz USA, inc. Has requested that the product be returned for testing.